Event description:
Cpi received info that this dexatip ventricular bipolar lead (4262) was removed from service due to high thresholds and poor sensing. This lead was replaced with an unipolar eluting steroid lead (4185).